Event description:
An (B)(6) female patient underwent aaa (B)(6) 2010. One flex main body and two flex leg grafts were placed. Ten days later, (B)(6) 2010, the patient presented with a cold leg. The patient had another manufacturer's device placed to repair the difficulty. The patient has normal blood flow and is fine now.

Manufacturer narrative:
(B)(4) thrombosis is listed in the IFU. Occlusion is listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques. Specifically: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The failure mode assigned to this case is occluded. This was determined based upon the original event description. It should be noted that very little information and images of the patient's anatomy were not provided in this case, without additional information it is difficult to determine a definitive root cause. However, a calcified, tortuous, occlusive, or thrombus-lined vessel could be a contributing factor for the occlusion. We will continue to monitor for similar complaints.